Event description:
Further follow up information received reported that the option of replacing the patient¿s implantable neurostimulator (ins) was proposed to the physician but they did not agree to do that since the patient was stable. If additional information is received, a follow up report will be sent.

Event description:
Additional information was reported that the device was implanted in (B)(6) 2010. The patient still gets stim but wanted to use higher settings to get better relief. Manufacturer representatives did not know the root cause but there was indication that it could be a hardware issue and the device may need to be explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient's ins had "run out of battery" at the time of follow-up and was replaced. This had occurred after the ins had reached "normal end of life (eol)." The patient was reportedly "doing well" following the replacement of the ins.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found an anomaly with the electrically erasable programmable read-only memory (eeprom).

Manufacturer narrative:
Product ID: 8870bbq02, serial# (B)(4). Product ID: 8870bbo02, serial# (B)(4), product type: software. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient read the device with the patient programmer the message "activa c3k block.cpp1105" appeared and he was not able to set up the device. The physician was not able to change the parameters, but the patient was okay. It was reported that the patient was receiving therapy. Subsequent information received reported that the patient, his physician and/or manufacturer representative were unable to access or modify the device, as the error showed during telemetry. The physician's application card did not work anymore after interrogation of the device; he tried to interrogate another device and could not do it. Three different application cards and programmers were used. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the device had not been explanted and the patient 'seems to be stable.' No further information had been reported.